Event description:
Boston scientific received information that this lead was surgically abandoned due to increased threshold measurements and decreased r-wave measurements. No adverse patient effects were reported during the procedure. Additional information was received that this lead displayed no capture at maximum outputs with a possible fracture. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.